Event description:
On 2026-apr-06 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were at a higher level before surgery and it was working great. Patient stated when they came home from surgery there was a lot of pain and it wasn't helping the bladder issues all of a sudden so they turned it down but it feels like the pain was going in their leg and the back of their thigh more than the pelvic area. Patient also stated they have had breakthrough symptoms that they haven't had for weeks on the trial. Agent reviewed therapy information and general programming guidance. Reviewed the option of turning stim down if they feel it's too strong, patient said they might lower the stimulation even more later. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2026-apr-15 additional information was received from a patient. They reported that the patient mentioned they were instructed to turn the device off for five days because their veins could bleed externally, and the surgery caused inflammation. The patient stated that the trial worked great, but after turning the therapy back on over the past two days they had been waking up every hour, which did not occur during the trial. The patient mentioned they had been trying to reach their healthcare provider's office because they believe they may be able to meet with manufacturing representative (rep) there on friday. The patient was redirected to their healthcare provider to further address the issue. On 2026-apr-23 information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing pain and discomfort. The issue was not resolved. No action was taken and there was no adverse outcome. On 2026-may-13 additional information was received from patient via a manufacturer representative (rep). It was reported that due to the discomfort/soreness/pinching/ache/pressure, the patient had a lead revision and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va387cf, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.